Event description:
Initially upon deployment of the filter, it appeared that the dome did not open properly and the legs appeared to be twisted. Subsequent to the procedure, an x-ray was taken. It was reported that the dome had partially formed and it appeared that the filter moved approximately 1 cm. No patient issues were reported.